Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-02545. The patient received two leads with the same lot number. It was reported the patient's ipg was inoperable due to lack of charging. In addition, the patient experienced ineffective pain relief from her system. Subsequently, surgical intervention was undertaken on (B)(6) 2017 to explant the entire scs system.